Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 565mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller stated that the drive support cap was recessed. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned having an irritation at the site, and the cannula was bent. When the customer pressed on the site a white discharge came out. Advised the caller that the discharge and pain are indications of a possible infection, and ensure she calls her doctor if this happens again in the future. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.